Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed the user advisory 19 (max applied load exceeded) message was confirmed based on the archive data review, but not during the functional testing. No device malfunctions were observed during testing, and the autopulse platform functioned as intended. Based on the archived data, the root cause of the reported error was that the user exceeded the maximum patient weight limit allowed for the autopulse platform. Per the autopulse resuscitation system model 100 user guide: "the autopulse system is designed for adults with a weight of no more than 300 lbs. (136 kg) with chest circumference of 29.9 to 51.2 in. (76 to 130 cm) and chest width of 9.8 to 15 in. (25 to 38 cm)." The archive data indicated ua19 errors, confirming the reported complaint. Based on the archive review, the platform stopped compression due to multiple ua19. The load sensor detected a heavy load being applied (>270 lbs./123 kg) during the compression. The maximum load sum indicated loads ranging from 317 to 322 lbs. Were applied during the incident. The autopulse platform passed the functional testing without error or fault. The reported ua19 error was not replicated during the testing. Additionally, a load cell characterization check indicated that the load cells are functioning within their specifications. The platform was tested with the large resuscitation test fixture (lrtf) using good known test batteries until discharged without fault or error. The autopulse platform functioned appropriately and performed as intended. Following the service, the autopulse platform passed the run-in and final tests without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6) displayed the user advisory 19 (max applied load exceeded) message and was unable to clear it. The customer attempted to clear the ua by adjusting the lifeband and restarting the platform, but the ua persisted. No patient involvement.